Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has been alarming failed battery test and the display went blank in the middle of the night without warning. Blood glucose value was 140 mg/dl. The insulin pump does not have physical damage and was not exposed to moisture. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised to clean the battery cap and insert a new battery; the customer did not receive a failed battery test. Customer was advised that the battery cap would be replaced, monitor the insulin pump and call back if issue continues.